Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between the device and the reported apical thrombus could not be determined through this evaluation. It was reported that an echocardiogram (echo) performed on (B)(6)2018 showed an apical thrombus. Information provided indicated that the thrombus appeared stable with no embolic signs or symptoms. Moreover, there was no cannula obstruction and the patient¿s lactate dehydrogenase (ldh) was not elevated. A repeat echo performed on (B)(6)2019 showed that the thrombus was smaller and by (B)(6)2019 the thrombus had resolved. Per the reported information, the thrombus was only monitored and no treatment was administered. There were no changes to the patient¿s condition or anticoagulation status that may have contributed to the event. The patient remained asymptomatic and there were no changes to pump parameters. No alarms or functional issues with the left ventricular assist system (lvas) were reported in association with the event. Following this event, the patient remained ongoing on (B)(6) until he ultimately expired on (B)(6)2020 due to an unrelated issue. It was reported that the device would not be returned. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 25jun2018. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists venous thromboembolism and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 "surgical procedures" (under ¿preparing the ventricular apex site¿) instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also states that pump function will be compromised in the presence of inlet obstruction. Section 5 (under ¿implant procedures¿) additionally warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 "patient care and management" (under "anticoagulation") contains information regarding the recommended anticoagulation therapy for patients using the device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an echo which showed apical thrombus. Per vad team, thrombus appeared stable with no embolic signs or symptoms. No cannula obstruction and lactate dehydrogenase (ldh) was not elevated. A repeat echo on (B)(6) 2019 showed thrombus smaller and per visit on (B)(6) 2019 thrombus had resolved.